Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected cal not accepted alarm and a possible under-delivery. Blood glucose value was 555 mg/dl at the time of the incident. The customer had nausea but was not hospitalized. Troubleshooting was performed and the customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. Nothing will be replaced or returned.